Event description:
It was reported that a sheath detachment occurred. During flushing of an opticross ic imaging catheter, the connection of the inner core and outer sheath was fractured and detached. The procedure was completed with another device. No patient complications were reported.